Event description:
A patient reported blood glucose results of 193 mg/dl with a lifescan meter and 153 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expecgted to change the blood glucose.